Event description:
It was reported that insulin leaked from the transfer guard of the reservoir. The reported blood glucose reading was 61 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.